Manufacturer narrative:
(B)(4). Concomitant medical devices: dome hole plug single pack, # item: 00875700001, lot: 63070524. Wc xlpe liners, # item: 00875101036, lot: 62957327. M / l taper femoral stem, # item: 00771101200, lot 62282290. Bioloxâ® delta, ceramic femoral head, # item: 00877503601, lot 2778810. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02686, 0001822565-2019-02688 and 0001822565-2019-02685. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 1 month post initial surgery due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event based on additional information received, it has been determined that the reported device did not cause or contribute to the event. The initial report was submitted in error and needs to be voided.